Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: scope cover plate was detached; air/water cylinder had discoloration; up/down knob had a scratch; distal end was shaved; adhesive around light guide lens was peeled; adhesive on bending section cover had a chip; connecting tube had a buckling; and the universal cord had buckling. Due to a cut on switch 1, water tightness was lost. Due to wear of forceps elevator lever, up/down knob cannot be locked securely. Due to damage on acoustic lens, water tightness was lost. Due to a pinhole on channel tube, water tightness was lost. Due to a scratch on bending section cover, water tightness was lost. Due to wear of the angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the distal end was defective on the ultrasound gastrovideoscope. There were no reports of patient harm. The device was returned and evaluated; the adhesive around the light guide lens was peeled, and there was a gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause to both phenomenon 1 "the adhesive around the lg lens is peeling off" and phenomenon 2 "there is a gap between the acoustic lens and the ultrasound probe" could not be identified. Olympus will continue to monitor field performance for this device.